Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was visible for the patient. A technical support specialist (tss) noted that since the user accidentally placed that narcotic in the wrong drawer and was aware of the exact drawer and user was planned to perform a cycle count this would be recorded as a discrepancy that will require justification to the director of nursing. The system functioned as intended after the tss investigating the device.

Event description:
It was reported when using the bd pyxis¿ medflex 2000, patient item was not visible, and narcotics were accidentally placed in the wrong drawer. The customer reported that the malfunction occurred while dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.